Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that there was a suspected back check valve failure could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that unspecified bd¿ pump had a check valve failure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there was a suspected back check valve failure. We are emailing to report a new suspected back check valve failure: event date: (B)(6) 2020. Location: (B)(6) hospital, (B)(6) in inpatient ward. Event description: suspected back check valve failure. Equipment: pc unit ((B)(4)), pump module a ((B)(4); involved in event), pump module b ((B)(4)), tubing set (unknown model; tubing set was discarded). Patient effect: no harm reported. Per customer email 9/23/2020: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? Per the reported event description, a 4-hour mgso4 infusion was programmed (rate: 62.5ml/hr, vtbi 250ml), and the reporter noticed that approximately 70% of the secondary medication bag had emptied after approximately 35 minutes. Are you able to provide a part no and batch no for the product reported (the tubing set)? The model number of the set was likely 2420-0007, but it was unfortunately discarded so we will be unable to confirm. Is there any sample(s) available that can be returned for evaluation? Unfortunately, no. We will submit the pump module involved in this incident for further investigation, as none of the consumables were kept.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was a suspected back check valve failure could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pump had a check valve failure. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there was a suspected back check valve failure. We are emailing to report a new suspected back check valve failure: 1. Event date: (B)(6) 2020. 2. Location: (B)(6) hospital. 3. Event description: suspected back check valve failure. 4. Equipment: pc unit (14057995), pump module a (14058325; involved in event), pump module b (14058461), tubing set (unknown model; tubing set was discarded). 5. Patient effect: no harm reported. Per customer email (B)(6) 2020. Can you describe the reported defect in detail? What happened? What was the cause? Who was involved? Per the reported event description, a 4-hour mgso4 infusion was programmed (rate: 62.5ml/hr, vtbi 250ml), and the reporter noticed that approximately 70% of the secondary medication bag had emptied after approximately 35 minutes. Are you able to provide a part no and batch no for the product reported (the tubing set)? The model number of the set was likely 2420-0007, but it was unfortunately discarded so we will be unable to confirm. Is there any sample(s) available that can be returned for evaluation? Unfortunately, no. We will submit the pump module involved in this incident for further investigation, as none of the consumables were kept.